Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with inoperable aortic stenosis with previous coronary bypass operation, during the initial part of deployment the valve was sliding down slightly. At 2/3 deployment there was a considerable aortic insufficiency and the distal part of the valve was located approximately 8mm below the annulus. Ln the attempt to move the valve to a higher position, using pressure on the guide wire while pulling on the catheter, the patient developed chest pain and ECG changes. The patient lost blood pressure and CPR was initiated. The valve was pulled into the descending aorta where it dislodged from the delivery system. Tamponade was detected and pericardial drainage was performed. However, the patient expired following 40 minutes of CPR. There was no perceived device malfunction. The physician hypothesized that the ascending aorta developed a dissection with rupture and bleeding into the pericardial space. The preliminary cause of death is reported to be due to tamponade. The autopsy showed a perforation of the left ventricle (lv) apex. The physician stated having concerns regarding the position of the pigtail and the stiff wire (bsx amplatz super stiff). It was reported that maneuverability from the groin to the ventricle was difficult in general. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)